Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported not observing insulin coming from end of tubing during fill tubing. While troubleshooting with tandem technical support, it was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process. There was no impact to the customer's blood glucose level. Customer loaded a new cartridge, completed the load process, and resumed insulin delivery.